Event description:
Patient, through company representative, reported of the right side device: "intracapsular rupture". Later healthcare professional reported "pain and tightness". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.